Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ¿urgent low soon¿ alert after a recent dinner announcement, with review indicating post-meal hypoglycemia following an increased dinner bolus that adjusted upward due to a prior postprandial high. Symptoms included hypoglycemia with a reported blood glucose of approximately 70 mg/dl and a fingerstick confirmation of 71 mg/dl. Outcomes included self-treatment with oral carbohydrates (approximately 7 grams) and stabilization of blood glucose without hospitalization. Investigation included review of pump dosing behavior and user education on algorithmic meal bolus adaptation over time. Investigation of this case revealed that the device responded as designed with adaptive bolus adjustments, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to individual glycemic response and adaptive dosing dynamics rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.